Event description:
Customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel® dxc 800 pro synchron® chemistry analyzer. No patient results were provided.the erroneous results were not reported outside of the laboratory.there was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Bci engineer decontaminated the system and replaced all of the associated tubing. There have been no further incidents of low na results. A malfunction will be assumed for the purpose of this report.